Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: on or about (B)(6) 2007, the pt underwent a roux-en-y gastric bypass surgery. The surgeon made a midline incision down to the level of the fascia. The surgeon entered the peritoneal cavity and took down the adhesions. After dissecting posteriorly and anteriorly, the existing staple line looked intact. The surgeon then, with a green load of staples, stapled the pt's stomach along the gastric remnant. The surgeon then performed a gastrectomy and jejunojejunostomy. The surgeon tested with methylene blue, inspected for bleeding, and inspected the staple line. Upon surgical closing of the pt, the sponge count was off by one sponge. The pt was reopened to remove the sponge. Shortly after the (B)(6) 2007 surgery, the pt developed tachycardia and bilious drainage. On or about (B)(6) 2007, the surgeon made a midline incision at the previous incision, opened the fascia, and upon entering the abdomen, noticed a copious amount of bile. The (B)(4) and (B)(4) anastomosis were intact. The surgeon noted that bile had leaked from the entire staple line of the gastric remnant. The surgeon stated in the pt's medical records "it was clear that there was a malfunction of the stapler along the entire line." As a result, the surgeon elected to do a gastric resection at the duodenum. (B)(4) manufactured stapler and staples, the surgeon fired across the gastric remnant, with blue staples and inspected for leakage and bleeding. The pt was closed. From on or about (B)(6) 2007 to (B)(6) 2007 the pt was exhibiting a fever, blotchy erythema, infection and other complications, including necrotizing fasciitis. On or about (B)(6) 2007, the surgeon, without consent, performed surgery on the pt and removed muscle, tissue and other infected parts of her body. The pt underwent several subsequent surgeries to remove other parts of her body.